Manufacturer narrative:
(B)(4) . Baxter received and evaluated the device. The device was found out of specification in relation to the delayed keypad response, which was experienced during eval. It was found to be caused by a failing processor printed circuit board (pcb) the failed processor pcb was replaced.

Event description:
During baxter's eval of a spectrum pump, the device had a delayed keypad response. There was no pt involvement.